Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "coarse capsule causing muscular deformation and distortion". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, deformation device and weight to the spec. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "coarse capsule causing muscular deformation and distortion". The device has been explanted.